Event description:
A report was received that the pt had a hematoma at the battery site. The pt went to the ER where puncture wound confirmed an infection. The physician explanted the pt's precision system and prescribed antibiotics. The pt is reportedly doing well.